Manufacturer narrative:
System was used for treatment. (B)(4) was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pressure dome membrane leak. However, a corrective and preventive action has already been initiated for pressure dome membrane leaks. (B)(4) completed: service engineer cleaned instrument, replaced pressure sensor and gasket and performed system checkout procedure successfully. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4)

Event description:
Customer called to report a system pressure dome that broke and leaked at 246 ml wbp during a patient treatment. Customer reports there were no alarms during the patient treatment that preceded the alarm. Patient has been disconnected, no blood returned to patient, and patient is stable. Customer requested service for instrument. (B)(4) was dispatched. Customer did not return product for investigation.